Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 150 mg/dl at the time of the call. The customer was assisted with checking the settings on the insulin pump. The caller wanted to know if they can mix and match insulin. The customer was advised not to mix different types of insulin due to safety issues. The customer stated that the issue was resolved with a set change. The customer did not return the product back for analysis.